Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant fractured (region unknown) construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant and patient related bruxism.